Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a scratched display window, broken belt clip slot and cracked reservoir tube lip. The insulin pump had missing segments due to cracked zebra connector on lcd board. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that his blood glucose has been running lower than normal. Advised customer to check the drive support cap for any anomaly. Customer stated that the drive support cap is flush. Nothing further was reported.